Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the audio bolus button was unresponsive. The reporter stated that there was damage and moisture ingress. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: the audio bolus button cover was detached/missing and was unable to be tested. A leak was found in the audio bolus button with moisture corrosion only on the audio bolus button contacts.